Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had a hole in the line which resulted in a fluid leak and air in the line and the patient experienced severe hypotension ("patient's map on the monitor started reading in the 40s when it should be >65"). During this event levophed had running for few hours and then a second vasopressor was added, which was vasopressin. Vasopressin was added and the patient only had a dialysis catheter for access, and they were using one of the ports to infuse. Those two pressors and fentanyl were all y-ported together. About three hours after adding vasopressin, the patient's map on the monitor started reading in the 40s when it should have been greater than 65, so the nurse went into the room to assess. They were going to add a third medication to maintain the patient¿s blood pressure when the nurse noticed there was blood backed up from the non-baxter catheter all the way up the intravenous tubing, so far up it was into each of the y ports. The nurse also noticed that after the blood backed up, the tubing was filled with air the rest of the way up to the pump. When the nurse lifted the tubing, the blood and fluid contents still in the tubing vacuumed back into the patient, and they clamped the non-baxter catheter to avoid air being sucked into it as well. It was observed that there was a tiny hole in the tubing above the pump that was leaking a very small amount of fluid. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.